Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, pain, abscess, bleeding, inflammation, maybe some rest inflammation of the peri apical abscess in the past (molar was extracted 6 months ago).